Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had a burnt tip was confirmed. The following observations were made during the service evaluation : outer tube damaged, distal tip damaged, shaver damage to distal tip, distal tip has deposits, particulate, optics, particulate in system. The device was repaired and performing according to specifications. The particulate in the system is a result of improper use by the customer. However, given the information provided we cannot discern a definitive root cause for the reported and other identified failures. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that the hd epscp, 4.0, 70, 167, mitek tip was burnt. There was no information about surgery. Additional information received from the sales representative reported the malfunction occurred during a shoulder scope procedure but a surgical delay was not noted. It was also reported there were no patient or user consequences besides worse visibility of field of view. The sales representative stated the case was completed with no surgical intervention and an alternative device was available. It was stated the device will be returned for evaluation.